Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shorted lead indicator. The device successfully delivered shock therapy for the patient's ventricular fibrillation (vf). The patient was later evaluated in the clinic and upon interrogation several error codes were noted; battery capacity depleted and charge time exceeded. Boston scientific technical services (ts) recommended explant and replacement of system. Subsequently, this patient underwent a revision procedure and both the ICD and rv lead were removed from service. It was noted that the rv lead was sheared. No additional adverse patient effects were reported.